Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The condition reported could be related to a patient reaction to the materials implanted. There is no minimum or maximum established resorption rates for bio-absorbable implants. Bio-absorbable implants are designed with material qualities required to maintain necessary properties throughout the healing process under normal patient conditions. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
The following information was reported by a patient: patient had undergone a left bunionectomy/proximal metatarsal realignment osteotomy procedure (B)(6) 2014. Considerable pain over past two years, becoming worse. The head and other parts of the arthrex screw, ar-4164b, lot 836217 did not fully absorb into her body. Patient states surgeon found reactive synovitis, secondary to bio-absorbable implant and found implant had failed to resorb completely. Surgeon informed patient her body may be reacting somewhat to the material of the implant and this could cause a foreign body-type reaction. On (B)(6) 2016 patient underwent a second surgery. Tissue was inflamed and channel was cleaned thoroughly to evacuate all remaining matter and inflamed tissue. Patient states a third surgery may be needed to correct the alignment of the big toe. Patient op report (B)(6) 2014 noted: the screw was inserted over the guidewire with excellent fixation noted. The final construct was imaged and found to be satisfactory in both ap and lateral planes. Patient medical records dated (B)(6) 2016 noted: patient's hallux valgus deformity has returned with residual thickness in the left mid-foot area plantar and dorsally. A palpable head of a bio-absorbable screw along the medial border of her foot consistent with lack of complete resorption. X-rays taken (B)(6) 2016 confirm a bit of radio density in the region of the screw head, indicating a lack of complete resorption. Recurrence of hallux valgus deformity noticeable compared to (B)(6) 2014 images. Surgeon indicated on report that he thought that since her implant has failed to resorb completely her body may be reacting to the material and that it could be a foreign body-type reaction. Surgeon also indicated that he did not feel the reaction is severe enough for patient to have surgery to debride as yet. Patient op report (B)(6) 2016 noted: surgeon used patient's prior incision over the medial side near the base of the first metatarsal. The screw head was shelled out and it was noted to be completely intact. It had become disconnected from the remainder of the shank of the screw. Inflammatory tissue was removed from within the bone tunnel corresponding to the prior screw material. Area was debrided and irrigated. Patient medical records dated (B)(6) 2016 noted: surgeon informed patient that the screw not dissolving completely was rare. He further informed patient that the screw not dissolving completely did not cause the recurrence of her hallux valgus deformity.